Manufacturer narrative:
An outside of the united states (ous) customer contacted the siemens customer care center (ccc) and noted that their atellica direct load (dl) instrument randomly stops aspirating quality control (qc) and patient samples, can skips a whole panel, or miss one or more assays from the same sample. The customer has restarted the instrument, reprinted barcodes, used different racks, and performed a manually loaded, but the issue randomly recurs, and their turnaround time is affected. Siemens is investigating the event.

Event description:
The customer informed siemens that their atellica direct load (dl) instrument randomly stopped the aspiration of quality control (qc) and patient samples. The customer noted the behavior caused a delay in patient sample processing, and the physician(s) called requesting patient results. The customer indicated that troubleshooting was performed, which included a system reboot and reloading samples, and the issue is temporarily resolved and can recur. The customer cannot confirm if stat sample testing was affected. There are no known reports of patient intervention or adverse health consequences due to the reported event.

Manufacturer narrative:
Siemens filed the initial MDR 2432235-2023-00043 on 15-feb-2023. Additional information (27-feb-2023): siemens reviewed the information provided and identified vacuum pump and reagent arm level sense failures and aspiration pressure errors when sampling from sample cups. The investigation confirms that the combination of errors could decrease throughput (turnaround time). A siemens customer service engineer (cse) was dispatched to the customer site to perform troubleshooting and service repair. Siemens completed a follow-up, reviewed the system data files, and found no errors. The reported issue was corrected, and there were no recurrences post-service repairs. The atellica direct load (dl) instrument operates as specified, and no further evaluation was required. Section h6 (type of investigation, investigation findings, and investigation conclusions) was updated to reflect the additional information.